Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/migration of essure device (right side went through tube to outside wall)"), pregnancy with contraceptive device ("pregnancy (no complications)"), diverticulitis ("diverticulitis") and oophoritis ("ovarian infection") in a 34-year-old female patient (gravida 6, para 6) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included multigravida, parity 6 and postpartum hemorrhage. Previously administered products included for prevention of pregnancy: depo provera from 2010 to 2011. Concurrent conditions included blood pressure high, anxiety and high cholesterol. In 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced diverticulitis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced oophoritis (seriousness criterion medically significant). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (single side) on (B)(6) 2016) and surgery (oophorectomy (one side) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, diverticulitis, oophoritis and abdominal pain outcome was unknown and the anxiety and depression had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, diverticulitis, fallopian tube perforation, oophoritis and pregnancy with contraceptive device to be related to essure. The reporter commented: she required to undergo a salpingo-oophorectomy with removal of the essure devices diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: not reported. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Event added: abdominal pain. Concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/migration of essure device (right side went through tube to outside wall)"), pregnancy with contraceptive device ("pregnancy (no complications)"), diverticulitis ("diverticulitis") and oophoritis ("ovarian infection") in a 34-year-old female patient (gravida 6, para 6) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included multigravida, parity 6 and postpartum hemorrhage. Previously administered products included for prevention of pregnancy: depo provera from 2010 to 2011. Concurrent conditions included blood pressure high, anxiety and high cholesterol. In 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced diverticulitis (seriousness criterion medically significant). In august 2015, the patient experienced oophoritis (seriousness criterion medically significant). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (single side) on (B)(6) 2016) and surgery (oophorectomy (one side) on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, diverticulitis, oophoritis and abdominal pain outcome was unknown and the anxiety and depression had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, diverticulitis, fallopian tube perforation, oophoritis and pregnancy with contraceptive device to be related to essure. The reporter commented: she required to undergo a salpingo-oophorectomy with removal of the essure devices diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: not reported quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/migration of essure device (right side went through tube to outside wall)"), pregnancy with contraceptive device ("pregnancy (no complications)"), diverticulitis ("diverticulitis") and oophoritis ("ovarian infection") in a 34-year-old female patient (gravida 6, para 6) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included multigravida, parity 6 and hemorrhage. Previously administered products included for prevention of pregnancy: depo provera from 2010 to 2011. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced diverticulitis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced oophoritis (seriousness criterion medically significant). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (single side) on (B)(6) 2016) and surgery (oophorectomy (one side) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, diverticulitis and oophoritis outcome was unknown and the anxiety and depression had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, diverticulitis, fallopian tube perforation, oophoritis and pregnancy with contraceptive device to be related to essure. The reporter commented: she required to undergo a salpingo-oophorectomy with removal of the essure devices diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: not reported . Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received: reporter, patient demographic, historical drug and condition, essure removal date (B)(6) 2016 and events gastrointestinal or digestive system condition (diverticulitis), infection (ovary), migration of essure device (right side went through tube to outside wall), lower abdominal pain, perforation (fallopian tube), pregnancy (no complications, essure confirmation test not done) were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/migration of essure device (right side went through tube to outside wall)'), endometrial ablation ('ablation'), diverticulitis ('diverticulitis') and oophoritis ('ovarian infection') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida, parity 6 and postpartum hemorrhage. Previously administered products included for prevention of pregnancy: depo provera from 2010 to 2011. Concurrent conditions included blood pressure high, anxiety and high cholesterol. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In 2014, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced diverticulitis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced oophoritis (seriousness criterion medically significant). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced anxiety ("anxious"), depression ("depressed") and infection ("infection"). The patient was treated with surgery (on (B)(6) 2015, oophorectomy (one side) on (B)(6) 2016 and salpingectomy (single side) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, endometrial ablation, diverticulitis, oophoritis, pregnancy with contraceptive device, abdominal pain and infection outcome was unknown and the anxiety and depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, diverticulitis, endometrial ablation, fallopian tube perforation, infection, oophoritis and pregnancy with contraceptive device to be related to essure. The reporter commented: she required to undergo a salpingo-oophorectomy with removal of the essure devices discrepancy noted: date(s) of removal: (B)(6) 2016 (as written) discrepancy of removal dates- (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: results: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding request event "endometrial ablation" updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/migration of essure device (right side went through tube to outside wall)') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida, parity 6 and postpartum hemorrhage. Previously administered products included for prevention of pregnancy: depo provera from 2010 to 2011. Concurrent conditions included blood pressure high, anxiety and high cholesterol. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In 2014, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced diverticulitis ("diverticulitis"). In (B)(6) 2015, the patient experienced oophoritis ("ovarian infection"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient underwent endometrial ablation ("ablation") and experienced anxiety ("anxious"), depression ("depressed") and infection ("infection"). The patient was treated with surgery (on (B)(6) 2015, oophorectomy (one side) on (B)(6) 2016 and salpingectomy (single side) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, endometrial ablation, diverticulitis, oophoritis, pregnancy with contraceptive device, abdominal pain and infection outcome was unknown and the anxiety and depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, diverticulitis, endometrial ablation, fallopian tube perforation, infection, oophoritis and pregnancy with contraceptive device to be related to essure. The reporter commented: she required to undergo a salpingo-oophorectomy with removal of the essure devices. Discrepancy noted: date(s) of removal: (B)(6) 2016 (as written). Discrepancy of removal dates - (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: results: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/migration of essure device (right side went through tube to outside wall)'), diverticulitis ('diverticulitis'), oophoritis ('ovarian infection') and endometrial ablation ('ablation') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida, parity 6 and postpartum hemorrhage. Previously administered products included for prevention of pregnancy: depo provera from 2010 to 2011. Concurrent conditions included blood pressure high, anxiety and high cholesterol. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In 2014, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced diverticulitis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced oophoritis (seriousness criterion medically significant). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed") and infection ("infection") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2015, oophorectomy (one side) on (B)(6) 2016 and salpingectomy (single side) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, diverticulitis, oophoritis, pregnancy with contraceptive device, abdominal pain, endometrial ablation and infection outcome was unknown and the anxiety and depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, diverticulitis, endometrial ablation, fallopian tube perforation, infection, oophoritis and pregnancy with contraceptive device to be related to essure. The reporter commented: she required to undergo a salpingo-oophorectomy with removal of the essure devices. Discrepancy noted: date(s) of removal: (B)(6) 2016 (as written). Discrepancy of removal dates - (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: results: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received. Reporter's information added. Rcc were added .event:ablation and infection were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("serious infection"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a salpingo-oophorectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, infection, anxiety and depression had not resolved. The reporter considered anxiety, depression, infection and pelvic pain to be related to essure. The reporter commented: she required to undergo a salpingo-oophorectomy with removal of the essure devices incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.